Event description:
It was reported that the ilet displayed an insulin occlusion alert and the user experienced hyperglycemia with a blood glucose of 350 mg/dl after the pump had been on the charger and the tubing was not reconnected; the user requested and completed a full supply change using a contact detach steel infusion set and then resumed insulin delivery, with glucose later trending down to 270 mg/dl. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Customer care provided assistance with full supply change with the user. Investigation of this case revealed an obstruction of insulin flow associated with the connector/coupler, consistent with a deformation problem, which resolved after the supply change. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.